Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, burning sensation in breast, nipple discharge, inability to breastfeed, and arm/neck pain. Attorney also alleges plaintiff developed lumps, nonspecific autoimmune symptoms, anxiety, stress, and pain and suffering.